Manufacturer narrative:
The device master history record for this lot number indicates that the protein content produced this period was within specification. The customer was not able to provide the sample, therefore, a detailed analysis could not be performed. Historical trending was done. The protegrity with nue-thera glove has passed a series of tests prescribed by regulatory agencies for the intended use of the glove. The possiblity of some individuals experiencing reactions to certain chemicals or lubricants used during the manufacturing process cannot be ruled out.

Event description:
Female nurse in foreign country developed skin reddening, open skin areas, itchiness, and swelling when wearing the glove. She missed one week of work. This apparently was not the first time she wore this type of glove.